Event description:
Pt was placed on ventilator and the alarm panel went from green to nothing. The ventilator had lost battery power; the means in which rptr evaluates new battery power needs to be improved. The co was notified. The pt was ventilated with an ambu bag until another ventilator was placed on pt.